Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. Additional type of investigation h6 code: labelling review. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with other empirical evidence from information from edwards clinical specialist. Per the follow up with edwards clinical specialist, it was confirmed that the valve shifted ventricular at half atrial flip. This led the team to remove all depth present in the system and advance the guidewire to reposition the valve in its target location relative to the annulus. The patient was reported to have heavy trabeculation, a pericardial effusion was noted on echo after the height gaining maneuver of advancing the wire into the apex of the ventricle. Available information suggests that a combination of patient factors and procedural issues related to guidewire use was identified as the root cause of this event. No manufacturing non-conformities were able to be identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where, during the procedure, the patient experienced a pericardial effusion which required conversion to surgery. During the procedure, at half atrial flip, valve was noted to have moved ventricular. Depth was removed from the system and wire pressure was added to attempt to raise the valve. The safari wire perforated the right ventricle (rv) apex (heavily trabeculated rv) and the patient developed an effusion. The surgeon opened the chest and used wire cutters to successfully cut off the capsule portion of the delivery system that was inside the heart with the partially deployed evoque (half flip) so the rest could be safely removed through the intact integrated sheath, without further injury to the patient. The rv was repaired and a surgical valve was successfully implanted.